Event description:
It was reported that the patient experienced a shocking/jolting sensation and a loss of therapeutic effect that began about a year ago. She also acquired new pain and leg pain. She turned the device off and would like it removed. The patient outcome is unknown. Further information is being requested from the hcp.